Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply energy cutting in and out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply energy cutting in and out.. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Product returned and follow-up MDR initiated. Updated section:d-4, d-10, g-4, g-7, h-2, h-10. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply energy cutting in and out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 07/03/2020. An investigation was conducted on 08/05/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. No visual defects were observed. The device was evaluated for its electrical function . The device failed all electrical tests performed, the led light was not visible and an intermittent tone was not audible when the device was turned on using the cord that was returned. The device was also tested with a reference cord, with the same results. An electrical evaluation using a precision multimeter and a 0.62ohm resistor hemopro power supply test box was not conducted due to the device not able to turn on. Based on the results of the evaluation, the reported failure mode "electrical issue was confirmed. This is a reusable OEM device; therefore, a lot history review/serial number review was not applicable. The vendor certifies that this device serial/lot conforms to all applicable product specifications.